Manufacturer narrative:
Review of tickets associated with reagent lot 39878un19 did not identify an increase in complaint activity. Tracking and trending report review for the architect stat troponin-I assay determined that there are no related trends. Return testing was not completed as returns were not available. Using worldwide field data the historical performance of reagent lot 39878un19 was evaluated. The patient medians and calibrator f mean were analyzed and found to be within the established limits. Therefore, no unusual reagent lot performance was identified. Device history records for the reagent lot did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further specific patient information was provided.

Event description:
The customer obtained false depressed architect stat troponin-I results for a (B)(6) year old male with hypertension. Sample ID (B)(6) generated 0.014 and 0.012 ng/ml on the architect (cutoff = 0.028 ng/ml). On the exl dimension assay the sample generated 0.061, 0.066, 0.064 and 0.061 ng/ml (cutoff = 0.017 ng/ml). The customer sent the sample to an alternate lab and generated 0.113 ng/ml on siemens exl dimension. No impact to patient management was reported.